Event description:
An echelon 10 was being prepared for use in an aneurysm procedure. It was reported upon inserting the catheter inside the patient, it was noticed that the catheter's distal marker bend was missing and is not in the patient. No patient injury reported.

Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker was missing. No other anomalies were observed. Separation of the distal tip/marker is likely due to improper removal of the tip protector.